Event description:
Patient was implanted with spinal hardware in 2005. According to the surgeon, the rod at the l-4 level might have dislodged from the screw head approximately a year ago with no clinical significance. The patient did not have any pain until he fell at a gas station a few months ago. X-ray showed the rod had pulled out of one screw. The setscrew was still fully tightened in the screw head at the time of the revision. The hardware was given to the patient.

Manufacturer narrative:
It is not known when the rod dislodged from the screw head. Issue may have been related to trauma. Patient was reported to have fallen. Hardware was given to the patient and nothing returned for evaluation. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instruction for use (IFU) supplied with the device.